Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown h.4. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd nexiva¿ experienced safety mechanism. The following information was provided by the initial reporter: rounding the facility this week post a nexiva conversion last month. A nurse on the telemetry unit indicated that after inserting a 22g single port nexiva on a patient the grey piece would not disengage from the septum after insertion. The nurse heard the click and the needle was safety'd therefore the nurse was not exposed to the needle.

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd nexiva¿ experienced safety mechanism. The following information was provided by the initial reporter: rounding the facility this week post a nexiva conversion last month. A nurse on the telemetry unit indicated that after inserting a 22g single port nexiva on a patient the grey piece would not disengage from the septum after insertion. The nurse heard the click and the needle was safety'd therefore the nurse was not exposed to the needle.